Event description:
During primary, the tibial tray did not adhere to the cement extending the surgical procedure by more than 15 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.